Event description:
Follow-up from the company representative provided that the set screw had been fully tightened. The lead was reported to look fine and undamaged, and is not available for return.

Event description:
It was reported that during an implant surgery the impedance was shown to be high after systems diagnostics. The electrode was disconnected and then reconnected. Care was taken to insert the electrode to the end, but the impedance was still high. It was measured with the test resistor and the system diagnosis was successfully performed (normal impedance). The electrode was then rinsed and another system check was performed, but the impedance was still high. Repositioning the electrodes did not change the high impedance. A new electrode was implanted. In the newly implanted a system diagnosis was then performed, which again indicated impedance high. After inserting the test resistor and successfully performing the system diagnostics, the electrode was connected again. A further system diagnosis could then be carried out successfully. Review of the manufacturing records for the lead and generator confirmed the devices met specifications prior to distribution. Additional relevant information has not been received to-date.